Event description:
A user facility reported that during a stone procedure in which a lumenis pulse 120h laser was being utilized, the display froze and the laser could no longer be used. The user facility tried to troubleshoot but after fifteen (15) minutes delay the procedure was completed with an alternate laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.

Manufacturer narrative:
A lumenis service engineer visited the site one (1) day after the reported event. Upon inspection, the engineer could not duplicate the reported "display froze". Unrelated to the complaint the engineer updated the sw version to software (B)(4). As a routine procedure. After performed safety checks and verifying the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 23_oct-2018 and installed at the customers site on (B)(6) 2021. A review of system risk files ((B)(4)) revealed risk #2.4.2 "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the alleged device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. The engineer could not duplicate the reported event and could find nothing visually wrong with the system, therefore, the cause of the event could not be established. Lumenis is closing this complaint but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).